Event description:
Found during routine testing. Customer called to report the device will not operate on battery power; tried changing battery with no success. There was no pt associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.